Manufacturer narrative:
H3: product analysis found that there were creases/kinks on distal portions of the flex circuit, proximal to the leads. The maximum resistance from electrodes to pins is 20 ohms and the actual measurements were 29 ohms (blue with clear tubing), 16 ohms (blue), 22 ohms (red with clear tubing), and 29 ohms (red) which the red and blue- and red-with clear tubing electrodes were all out of specification. The device was connected to a nim system, and the leads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the flex circuit, wires, or connectors. The complaint was confirmed, due to an out of specification condition. Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube, product description: endotracheal tube 8229306 nim emg 6mm re). H6: additional information suggest that b21 and c21 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, nim's intubation tube electrode kinked at its base, not visible during intubation under a video laryngoscope. No detectable stimulation signal. The procedure was completed with backup product. There is no patient impact.